Event description:
It was reported that the lead could not be fixed to the atrium during the implant procedure. The lead was no longer used. The patient was fine after the event.

Manufacturer narrative:
(B)(4).